Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear bent, kinked, or damaged. A leak test was performed and no tears, leaks or damages were observed that would have diverted insulin from the intended fluid path. The adhesive pad was returned with the device. No damages or manufacturing defects were observed on the adhesive pad or the adhesive pad welds that would result in the device failing to adhere. The cause of the reported adhesive issue could not be determined

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 352 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported that the pod was leaking insulin.